Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that during insertion the guide wire bent and could not passed. The md could not proceed with the procedure. A new device was used to complete the procedure.

Event description:
The customer reports that during insertion the guide wire bent and could not passed. The md could not proceed with the procedure. A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and one arrow raulerson syringe (ars) for investigation. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed that the guide wire was kinked near the distal end. This caused the distal j-bend to be misshapen. Microscopic examination confirmed the kink and revealed that the proximal and distal welds were spherical and intact. The kink in the guide wire measured 25mm from the distal end. The guide wire total length measured 602, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .801mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. A lab inventory introducer needle was attached to the returned ars. The guide wire was then passed through the ars/introducer needle subassembly. Little to no resistance was observed. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal end. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.